Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to position the stent. Imdrf impact code f2203 captures the reportable event of imaging showed a migrated stent. Imdrf impact code f19 captures the reportable event of the patient underwent exploratory laparotomy. Imdrf impact code f0801 captures the reportable event of the patient is in the intensive care unit (ICU). Imdrf impact code f2301 captures the reportable event of attempts to reposition the stent across the tract.

Event description:
It was reported to boston scientific corporation, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post stent placement, the patient experienced abdominal pain, and it was noted through imaging that the stent had migrated. Endoscopic attempts to reposition the stent were performed; however, the patient's clinical condition did not improve. The patient then underwent an exploratory laparotomy and it was found that the patient had peritonitis. Post surgery, the patient was transferred to the intensive care unit (ICU) with multiple organ failure. Note: it was reported that the axios stent was implanted transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated for placement transgastric to the stomach.

Event description:
It was reported to boston scientific corporation, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post stent placement, the patient experienced abdominal pain, and it was noted through imaging that the stent had migrated. Endoscopic attempts to reposition the stent were performed; however, the patient's clinical condition did not improve. The patient then underwent an exploratory laparotomy and it was found that the patient had peritonitis. Post surgery, the patient was transferred to the intensive care unit (ICU) with multiple organ failure. Please note that the hot axios stent was implanted transgastric to the stomach in this case. The hot axios stent and electrocautery-enhanced delivery system is not indicated for use transgastric to the stomach. The hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. Gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery. The bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1 (initial reporter email and initial reporter phone) were updated based on the additional information received on february 12, 2024. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e2342 captures the reportable event of multiple organ failure. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to position the stent. Imdrf impact code f2203 captures the reportable event of imaging showed a migrated stent. Imdrf impact code f19 captures the reportable event of the patient underwent exploratory laparotomy. Imdrf impact code f0801 captures the reportable event of the patient is in the intensive care unit (ICU). Imdrf impact code f2301 captures the reportable event of attempts to reposition the stent across the tract. Block h11: block b5 has been corrected following a review which determined that the indications for use statement previously used was incorrect, and block e1 (initial reporter facility name) has been corrected.